Event description:
It was reported that the customer experienced a low blood glucose of 42 mg/dl. The customer's insulin pump was removed while was in the hospital, due to gallbladder complications. He did not have a high blood glucose, nor was this a factor when he was hospitalized. When he was ready to be discharged, the insulin pump was put back on and the settings had been erased from the battery being out. It was stated his health care provider would contact the customer to give him the proper settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.